Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that multiple driveline fault alarms and pump stoppage events occurred. The patient reported feeling lightheaded during the events. The patient's pump was exchanged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The cause of the reported alarms and pump stoppage events was confirmed during the evaluation of the returned device. The device was returned with the percutaneous lead (lead) cut approximately 6 inches from the pump housing and the severed portion of the lead was returned. Examination of the pump portion of the lead found breakdown of the braided shield approximately 3 inches from the housing and several wires were visibly breached through the bionate layer. Electrical continuity testing confirmed an electrical short to shield when manipulating the area of breakdown. Visual inspection of the wires 3 inches from the pump housing revealed breaches in all six wires and several of the inner conductors were fractured. An additional breach in the green wire insulation was noted approximately 5 inches from the pump housing. If the exposed conductors of wires from two different motor phases made direct contact or simultaneous contact with the braided shield, the resulting short would have cause the reported alarms and pump stoppage events while the system was operating on both an ungrounded patient cable or batteries. The damaged conductors also could have contributed to the report of driveline fault alarms. All of the observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.